Event description:
It was reported that the patient presented for an implant procedure. Upon opening the device, the physician noticed that the device had a dent and some stains on it. The pacemaker was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of a slight dent and stains on the surface of the device can was not confirmed. Analysis revealed the can of the device has what is considered surface blemish marks since it is a slight line with no depth. The stains are only water marks and easily wiped clean. According to manufacturing documentation these types of blemishes are acceptable and passes inspection.